Manufacturer narrative:
(B)(4). Inspection shows signs of corrosion and damage to traces on multiple splines. The electrical test was performed and the device failed the test. Failed electrodes. (B)(4). Magnetic sensor resistance test revealed both pairs are within specification according. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
Reportable based on analysis completed on 02feb2018. It was reported that during and atrial fibrillation ablation procedure with an intellamap orion¿ catheter there were multiple bad electrodes. The case was completed with another intellamap. No patient complications occurred and the patient¿s condition was fine. However; returned device analysis revealed corrosion on the splines.